Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was dropped and the touchscreen is now cracked and unresponsive. Customer had elevated blood glucose levels (295 mg/dl). Customer delivered a manual injection to stabilize blood glucose levels. It was indicated that the customer has a back up method for continued insulin therapy. Multiple attempts to follow up with the customer on the reported issue were made. No response from the customer was received.